Event description:
It was reported by the rep the device was used during a colon resection. It was reported the staple line bleed from multiple locations after firing. Another tlc 55 was used to finish the case. The first staple line was over sewn. There was no consequence to the pt.